Manufacturer narrative:
Reported issue of ligator housing detached. Reported issue of tripwire broken. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Received one speedband device with original tray lid and product label for analysis. Visual examination of the returned device found some residue present indicating use/handling. The ligator head and ligation bands were not returned. The suture was noted to be intact and attached to the trip wire loop. The trip wire was intact and properly secured in the handle slot. A functional evaluation of the handle was performed by turning the handle knob 180 degrees and an audible click was heard, no issue was noted with the handle assembly. Given the event description and condition of the returned device, there is not enough information to determine a probable root cause. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot. A labeling review was performed and from the information available, this device was used in a manner inconsistent with the labeled indications.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a speedband superview super 7 device was used in the mid-esophagus during esophagogastroduodenoscopy (egd) with esophageal varices banding procedure performed on (B)(6) 2015. The indication for the procedure was a bleeding upper gi. According to the complainant, during the procedure, six of the ligation bands were able to deploy successfully, however, when the seventh band was deployed the trip wire broke and the ligator cap detached into the patient. The detached cap was retrieved without difficulty. The upper gi bleeding had resolved from deployment of the 6 other bands and the procedure was completed. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a speedband superview super 7 device was used in the mid-esophagus during esophagogastroduodenoscopy (egd) with esophageal varices banding procedure performed on (B)(6) 2015. The indication for the procedure was a bleeding upper gi. According to the complainant, during the procedure, six of the ligation bands were able to deploy successfully, however, when the seventh band was deployed the trip wire broke and the ligator cap detached into the patient. The detached cap was retrieved without difficulty. The upper gi bleeding had resolved from deployment of the 6 other bands and the procedure was completed. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.